Manufacturer narrative:
Product analysis: visual review confirms rod breakage(4 pieces of rod returned). Optical examination of the fracture surfaces found extensive damage and smearing on all fracture surfaces. There is some evidence of progressive convex striations and possible overload following, but due the damage of the fracture surfaces no additional information can be gained. Dimensional inspection of rod confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent thoracolumbar posterior spinal fusion at th10-l4 for vertebrae collapse due to ankylosing spinal hyperostosis on (B)(6) 2014. On (B)(6) 2015, rods on both sides were confirmed to be broken when a surgeon examined the x-ray image. The patient had pain at dorsal side at the time of awakening. The surgeon confirmed bone fusion at th12-l1 but could not confirm at l1-l2. When the patient consulted another physician, the physician told that no problem was seen in CT image. However, re-examination of the CT images on (B)(6) 2015 found that the rods were cracked on the image taken on (B)(6) 2015, and the rods got broken on the image taken on (B)(6) 2015. The surgeon told that he was uncertain whether the rods got broken due to incomplete fusion at l1-l2 or incomplete fusion occurred because of the broken rods. The revision was operated to replace only broken rod in situ and completed without further problems.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however, a like device catalog # 1476000500, 510k # k091974 was cleared in the united states. Either the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.